Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, crease fold, and observed void on valve side in the non-texture side part which was deemed not a defect. Leak test was performed and found an opening on the radius. A microscopic analysis was performed which identified a smooth crease opening on the radius side. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a smooth crease opening on radius due to fold flaw opening.